Event description:
The following event was reported to have occurred during a medevac flight to transfer patient to another ICU. "While infusion an inotropic medication it was noticed that the patient's blood pressure was falling. The operator attempted to increase the dosage and when they tried to confirm the dosage the pump instantly gave a 'fall' notice and sounded an alarm on channel a. The operator switched the infusion to channel b and when they tried to initiate the dosage the pump gave a 'fall' notice again and would not operate. The patient experienced "a rapid fall of blood pressure" reportedly, "the patient's blood pressure was successfully restored by a pressor ivp and fluid therapy." No further patient/event information was reported.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.